Manufacturer narrative:
The tech investigated and was unsure of what caused the failure and did not find that the brakes were defective. The bed was swapped for a known working bed per the family's request. The brake casters are on order to be replaced and the bed was taken back to the hill-rom service center. No further info is available relevant info is identified following completion of the repair, the add'l relevant info will be submitted in a supplemental report.

Event description:
The account reported that the left foot brake caster was not holding while in brake mode when the pt entered the bed. The bed was located in 613 at the facility. There was no pt/user injury reported. (B)(4).